Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 25-year-old female patient underwent primary breast augmentation with 325cc mentor smooth round moderate profile and experienced breast implant deflation on her left side postoperatively; diagnosed in person. The patient has consulted with the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On april 17, 2023, bilateral leaking valve was also reported in addition to left side deflation, and it was also reported that the patient underwent bilateral replacement surgery on (B)(6) 2023 reason for device explant and/or reoperation: left deflation, and leaking valve. This supplemental medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 10, 2023, device re-evaluation was completed as follows: mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 325cc breast implant was found to have a tear on the posterior view, measuring approximately 7.4 cm. Leak testing was performed, in accordance with mentor procedures, and no leak sites on the valve were detected during the analysis. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately 0.5 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 12, 2023, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample, determined that the sal smooth rnd diap 325cc breast implant was found to have a tear on the anterior view, measuring approximately 7.4 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately 0.5 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A second product was received (lot-7319704). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 23, 2023, mentor became aware that the date of surgery is (B)(6) 2023. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date is (B)(6) 2023 - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: left deflation since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).